Manufacturer narrative:
This report is being submitted following an internal audit.

Event description:
Kalteis, k., et al. Influence of bilateral stn-stimulation on psychiatric symptoms and psychosocial functioning in pts with parkinson's disease/journal of neural transmission/2006/113/9/1191-1206. The article describes a study where the authors investigated the effects of dbs subthalamic stimulation on psychiatric symptoms and psychosocial functioning in 35 pts with parkinson's disease. A total of 33 pts were assessed three times prior to surgery and at three, nine weeks as well as three, six and twelve months after surgery. Some post stimulation complications were noted. After implantation of the dbs electrodes, one pt with parkinson's disease experienced transient confusion and disorientation. No treatment or outcome info was provided.